Manufacturer narrative:
Device was used for treatment not diagnosis. Babhulkar, sushrut (2016) unstable trochanteric fractures: issues and avoiding pitfalls. Injury, int. J. Care injured, pp:1-16. Investigation could not be completed and no conclusion could be drawn, as no devices were returned and no lot numbers or part numbers were provided. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: babhulkar, sushrut (2016) unstable trochanteric fractures: issues and avoiding pitfalls. Injury, int. J. Care injured, pp:1-16. This study evaluates the treatment of unstable trochanteric fractures. Approx 86 patients with unstable fractures were studied between september 2014 and november 2015. The age range was 23-87 years. Synthes devices were included in 2 groups with either dynamic hip screw (dhs) or proximal femoral nail antirotation 2 (pfna2) system. Complications included dhs plate breakage. This report is for an unknown dhs plate. This is report 2 of 3 for (B)(4).